Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the introducer broke off inside the patient. The target lesion was in an unspecified area within the common bile duct. A 7 x 15cm rx stent had been advanced to the target lesion. While attempting to deploy the device, the introducer broke off inside the patient. The introducer was able to be removed by unspecified means and the stent was successfully deployed. There were no patient complications reported with the patient's current condition listed as "fine".